Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no rewind anomaly noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 548mg/dl. The customer states they have treated with bolus. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised the pump is no longer rewinding. The customer was advised the pump would have to be replaced and returned for analysis.